Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged as the helix did not come out during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The analyst noted that the helix extends and retracts within specification but the helix is stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.